Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.  (B)(4).

Event description:
Promus element china clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient was diagnosed with myocardial infarction upon admission and the patient was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion #1 was located in the distal right coronary artery (rca) with 100% stenosis, and was 16 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element ¿ drug-eluting stent. Following post dilatation, the residual stenosis was 0%. Twelve days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient presented with coronary heart disease and was hospitalized on the same day. After three days, coronary angiography was performed which revealed 60% distal isr which had a previously placed study stent. The 60% isr noted in the distal rca was treated with percutaneous coronary intervention with 50% stenosis. Two days post procedure, the event was considered as recovered/resolved with residual effects and the patient was discharged on the same day.